Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/11/2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and firmware errors were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.